Event description:
The facility reported a colleague infusion pump with a malfunction of "when turned on, the manual tube release (mtr) turned a half of a turn it would not start". The event was reported to have occurred upon power up. This condition has the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported conditions of a colleague infusion pump with a malfunction of "when turned on, the manual tube release (mtr) turned a half of a turn it would not start" was confirmed and duplicated during product evaluation by baxter service personnel. This condition was caused by a faulty pump head module (phm). The phm was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.